Event description:
The facility reports the resident was not willing to be lifted with the maxi move and applying a sling is said to be difficult due to lack of space. The patient is said to fall over regularly before going to bed. With this incident, the patient fell (not while in the lifted) near the toilet. As he laid on the floor, the sling was applied under him. The sling was then attached to the lift. The lift operators attempted to raise the patient using the lift, but this did not work. The hanger bar and patient only raised in small increments. During use, the lift operators heard a rattling noise int he hanger bar. When the resident was about 20cm off the floor, the clip on the sling broke. The resident fell to the floor. No injuries were reported.

Manufacturer narrative:
The lifter involved was checked at the facility and appeared to be working to specification, apart from a jamming positioning system in the hanger bar. The sling was also inspected. The label had been washed out, but the production date of 09/2005 could still be determined. When using the lift with "jolts," the security feature that cuts the power when overloading the lift can be circumvented. The force that the actuators apply can creep up to a high stress. Based on the information provided, the manufacturer concludes the clip broke due to overload stress. This is also based on the bending stress calculations of a third-party testing house. The lifter operating and product care instructions indicates with a warning that all obstructions need to be removed or avoided before beginning the transfer. The root cause of the incident cannot be established with certainty out of the information received, but the combination of factors presented with this incident point to the sling or clip being stuck behind a rigid object, the safety overload feature having been (unwillingly) circumvented, and stress building up that broke the clip. The sling involved in the incident has been returned to the manufacturer and removed from use. It is strongly advised staff be retrained to the opi for the proper use and handling of the equipment.